Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: finland. In the or they had opened the suture pouch and recognized that the needle had detached from the suture.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There were (B)(4) units in our stock that have been requested for analysis. We have received from the customer one open and unused sample with a thread wound on the pack and the needle detached is missing. We have also received 24 closed samples from stock for analysis. Tightness test to the samples received from stock has been performed and all units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements of the (B)(6): 0.66 kgf in average and 0.24 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.